Event description:
The patient had experienced no efficacy following the initial implant. The distal segment of the catheter was found to have retracted to the anchor. The catheter was replaced. There was no patient injury. The patient recovered without sequela. The pump was used to deliver morphine sulfate.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Catheter.